Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial #: (B)(6), product type: accessory, product ID: a820, serial #: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated when they were trying to connect to the pump to bolus the handset lags at 90% for about 10-15 min. The patient stated event date may have been over a year ago when the handset was replaced but was not sure. The agent reviewed data and reviewed how to delete data. The patient was able to connect to the pump right away. The patient would call back if he needed further assistance. While on the call the patient mentioned he has had external devices replaced before.